Event description:
Event description cpi received information that, upon interrogation after several missed follow up visits, this implantable cardioverter defibrillator (ICD) was exhibiting small, almost flat shocking egm tracings and an out of range shocking impedance message. The physician suspected a set screw issue.